Event description:
Terumo medical corporation received the following reported information: during a percutaneous nephrostomy procedure, resistance was encountered while inserting and withdrawing the guidewire through the introducer needle. Subsequent imaging with a c-arm (x-ray fluoroscopy system) revealed that a portion of the external urethane coating had peeled off and remained inside the kidney. It was determined that the fragment could not be safely removed immediately; therefore, the procedure was continued, and the treatment was successfully completed without any adverse health effects. A piece of the urethane coating peeled off and remained inside the patient's body. There were no issues with the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k923607, k926214. Appearance confirmation (naked eye). - the wire strand had been exposed along approximately 162mm to 415mm (approximately 253mm) from the distal end of the actual device. Appearance confirmation (microscope). - the outer layer had been peeled off over half a circumference along approximately 162 mm to 415 mm from the distal end, and the wire strand had been exposed. - the peeled surface of the outer layer was smooth. - the edge of the outer layer approximately 162 mm from the distal end was straight, and a bump was observed. - the edge of the outer layer approximately 415 mm from the distal end was arc-shaped, and a gentle slope was observed. - no anomaly such as exposed wire strand was found in appearance in other parts. Dimensions: - the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion: - since the wire strand was exposed along approximately 162 mm to 415 mm from the distal end, the missing length of the outer layer was thought to be about 253 mm. History investigation of the involved product code and lot number: - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar event was found in the past complaint file. Simulation test: a guide wire was used in combination with a metal needle. - the outer layer was peeled off over half a circumference, and the wire strand was exposed. - the peeled surface of the outer layer was smooth. - the edge of the peeled outer layer was straight and a bump was observed. - the edge of the peeled outer layer was arc-shaped and a gentle slope was observed. This condition seemed to be similar to that of the actual device. Based on the investigation results, no anomaly was found in the manufacturing record and the shipping inspection record. In this case, it was thought that urethane peeling occurred when the actual device was manipulated in the direction of removal while it was used in combination with a metal needle, and the actual device came into contact with the metal needle. In addition, it was considered the outer layer of the actual device was 253 mm missing. Relevant IFU reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." . (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).